Event description:
The patient implanted with the subject pacemaker was followed by transtelephonic monitoring (ttm).the last clinic visit was 4 years ago. Device reports reportedly show that the magnet rate was well above 80 at the last ttm check. However the patient came in for a clinic follow-up and the device had reached end of life, and was pacing in unipolar and could not be interrogated with a programmer due to low battery. The pacemaker was replaced as well as the ventricular lead. The patient also now has chronic atrial fibrillation.

Manufacturer narrative:
Pleases refer to the attached analysis report.

Event description:
The patient implanted with the subject pacemaker was followed by transtelephonic monitoring (ttm).the last clinic visit was 4 years ago. Device reports reportedly show that the magnet rate was well above 80 at the last ttm check. However the patient came in for a clinic follow-up and the device had reached end of life, and was pacing in unipolar and could not be interrogated with a programmer due to low battery. The pacemaker was replaced as well as the ventricular lead. The patient also now has chronic atrial fibrillation.